Event description:
The customer reported via phone call experiencing issues with air bubbles for 6 months.. The customer stated that he primed the insulin pump and evacuated the air bubbles as best as he could. He observed small air bubbles that collectively formed a large air bubbles. He stated that the air bubbles that would not move. He complained of using a lot of insulin while trying to troubleshoot the issue. He reported that the issue recurred with different boxes of supplies and noted that he had discarded the infusion sets and reservoirs that were used during the issue. He stated that most of the time, the insulin he used was at room temperature and was advised against using cold insulin. He declined to complete troubleshooting. The customer's blood glucose was 375 mg/dl. He later stated that he bolused and an air bubble came out. The customer was advised to replace the infusion set and reservoir.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.